Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 390 mg/dl at the time of the incident and current blood glucose was 250 mg/dl. The customer reported that the blood glucose was up and down high blood glucose in the night and double checked on meter was 426 mg/dl, 200 mg/dl, 250 mg/dl, 300mg/dl263 mg/dl, 281 mg/dl and then 390 mg/dl. The customer was treated with manual injection and bolus. The customer does not allege pump was under delivering. The customer was advised to not enter too many blood glucose and was advised to call us if after entering the blood glucose or calibration the pump ask again in about 15 minutes. The insulin pump will not be returned for analysis.